Event description:
It was reported that during the pulse field ablation procedure to treat symptomatic faradrive steerable sheath clear was selected for use. It has been mentioned that during the insertion of farawave catheter into the faradrive sheath, there was an inlet of air from the hemostatic valve of the faradrive. The faradrive sheath was replaced due to air leakage and the procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis. It was further reported that no leak or air in patient was noted. A guidewire was inside the farawave when the air was observed. Pressure bag was used for irrigation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat symptomatic faradrive steerable sheath clear was selected for use. It has been mentioned that during the insertion of farawave catheter into the faradrive sheath, there was an inlet of air from the hemostatic valve of the faradrive. The faradrive sheath was replaced due to air leakage and the procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulse field ablation procedure to treat symptomatic faradrive steerable sheath clear was selected for use. It has been mentioned that during the insertion of farawave catheter into the faradrive sheath, there was an inlet of air from the hemostatic valve of the faradrive . The faradrive sheath was replaced due to air leakage and the procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product has been returned for analysis. It was further confirmed that no leak or air in patient was noted. Guidewire was inside the farawave when the ai0r was observed. Pressure bag was used for irrigation.